Event description:
- It is unknown how many of the 1001224 products had a problem. - the syringe used is bd platipak 300629. The lot number is unknown. No damage was observed - the problem occurred inside the laminar chamber - leakage did not occur during drug administration - drug leakage occurred in the laminar chamber during the preparation of the therapy - the user was not injured. - the user used protective equipment.

Manufacturer narrative:
Additional information in adverse event or prod prob (b). Investigation result: two 10012241 samples were received in sealed packaging from lot 23105028 for investigation. The customer reported that "the texium detaches from the luer lock syringe. The connection is not secure. It happens that texium remains attached to the vented vial access device, while the syringe remains free of texium. A medical worker is exposed to cytostatics". It was reported that the connecting product involved was the bd plastipak 300629. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the texium and a 50ml bd plastipak syringe from bd stock remained secure when connected, and no inadvertent disconnection occurred throughout testing. However, it was noted that it was possible to disconnect the two by rotating the texium from the syringe. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23105028 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note bd has a range of texium bonded syringes, which may be more suitable for the customer's clinical needs, please contact your bd sales rep for more details. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 10012241 products.

Event description:
It was reported that bd texium closed male luer with female cap was detached the following information was received by the initial reporter with the following verbatim the texium detaches from the luer lock syringe. The connection is not secure. It happens that texium remains attached to the vented vial access device, while the syringe remains free of texium. A medical worker is exposed to cytostatics

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed